Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the tip of the mapping catheter would prolapse when exiting the end of the balloon. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 216691720, was returned and analyzed. The mapping catheter was visually inspected which indicated the shaft and tip/loop sections were intact with no apparent issues nor kinks. In conclusion, the reported mapping catheter tip/loop kink was not confirmed through testing. The mapping catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.